Event description:
Philips received a complaint on the efficia dfm100 indicating that the therapy test failed. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the capacitor. It was determined that this was a malfunction of the capacitor for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.